Event description:
A dual-filter sentinel device was utilized as an accessory cerebral protection filter device during a transcatheter aortic valve replacement (tavr) procedure on (B)(6) 2018 using an edwards sapien 3 valve. The proximal filter of the sentinel device was initially placed and deployed as intended into the brachiocephalic artery. During subsequent placement of the distal filter into the left common carotid artery, the physician encountered significant resistance, possibly due to the presence of a stenotic (>80%) left external carotid artery. After a few forceful attempts, the distal filter was placed and deployed into the left common carotid artery and the tavr implant procedure was thereafter successfully completed with no reported clinical sequelae. The aortic valve was reportedly pre-dilated with a balloon prior to valve replacement. On 04/09/2018, a claret medical clinical field specialist was for the first time informed that the patient had experienced a post-operative stroke approximately 24hrs following the tavr procedure ((B)(6) 2018). Stroke is a known potential adverse effect related to tavr procedures. At the time the clinical field specialist was informed of the event, there was no indication from the physician that the sentinel device may have contributed to the reported stroke event. The sentinel dual-filter device is designed to capture and remove debris dislodged during tavr procedures to help potentially reduce the rate of stroke. In (B)(6), the percentage of peri-procedural (</=72 hours) strokes in the control arm (tavr alone, with no sentinel device) was 8.2%, whereas the percentage of strokes for tavr when using the sentinel device was 3.0% (a relative reduction of 63% in stroke rates when the sentinel device was used). The patient had no prior history of stroke. During a follow up visit on 05/25/2018, the physician told the clinical field specialist that he believed the tortuosity and calcification of the subclavian artery most likely resulted in the resistance encountered during insertion, placement, and withdrawal of the sentinel device. When asked about the potential cause of the post-operative stroke, the physician stated that the cause of the stroke could not be definitively determined; however, he indicated that the sentinel device may have been a contributory factor due to the resistance encountered. The sentinel cps instructions for use (IFU) includes warnings to "never advance or withdraw the sentinel system ... Against resistance until the cause is determined. Advancing with such resistance may lead to embolization of debris, and vessel and/or device damage". The IFU also states "do not use in a patient who has arterial stenosis >70% in either the left common carotid artery or the brachiocephalic artery" within the contraindications for use. Based on the information provided, the root cause of the stroke and/or the potential contribution of the sentinel device could not be definitively determined.